Event description:
It was reported that during a lap bowel procedure, the surgeon felt the tip of the blade was getting hotter than normal. They continued to use the instrument. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 09/08/2008. Info anticipated, but unavailable at this time.